Manufacturer narrative:
6943-65, lead implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to having fatigue, shortness of breath, and frequent pvc¿s (premature ventricular contractions). From a review of the transmission report it was observed of possible atrial under sensed beats intermittently on the right atrial (ra) lead. Additionally, there were high rv thresholds on the right ventricular (rv) lead. The atrial lead and rv lead remain in use. No patient complications have been reported as a result of this event.